Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and a priorly implanted lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model d274trk, implantable cardioverter defibrillator, implanted (B)(6) 2010; model 6944-58, implantable tachy l ead, implanted (B)(6) 2008; model 5076-45, implantable pacing lead, implanted (B)(6) 2008; model 5071-35, implantable pacing lead, implanted (B)(6) 2010. (B)(4).